Manufacturer narrative:
The manufacturing location for this product is (nipro). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k980414. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set, blood leaked from the non-patient end of one (1) device. The blood collection set was replaced and no adverse impact was reported regarding the patient or user.